Event description:
Paramedics attended to a person diagnosed in cardiac arrest. The patient had a down time of approximately 10 minutes and was initially diagnosed as asystolic. The patient developed a pea rhythm and later went into ventricular fibrillation and an attempt was made to administer a defibrillator shock. The device charged but allegedly failed to discharge. The operator tried different energy settings, however the device reportedly failed to discharge each time. The patient was resuscitated.